Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient's year of birth was (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a contour vl ureteral stent was implanted in the kidneys/ureter with no retrieval line left in situ, during a double j stent placement procedure performed on (B)(6) 2015 due to "closed pyelit." Reportedly, the patient has no other known diseases; however, narrowing of the ostium observed. According to the complainant, on (B)(6) 2015, a stent removal procedure with extracorporeal shock wave lithotripsy (eswl) was planned in order to remove an encrusted stent. The planned procedure was not possible and the patient was referred to have laser lithotripsy, which did not resolve the issue of the stent being "stuck." Therefore, the patient was referred to another hospital for further eswl and the stent was removed via cystoscope. Attempts to ascertain the patient's condition have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.